Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had hip replacement and has reported she has a metal allergy. Patient is inquiring if there is nickle in our product. Patient notes difficulty flexing leg.